Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of disconnected tubing was confirmed. The root cause was determined to be an under insertion of the tube to the chamber. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the tubing of a solution administration set disconnected from the set just under the drip chamber before use. No patient injury or medical intervention was reported. No additional information is available.